Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx als defibrillator does not turn on. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed to turn on during the defibrillator test. The rse evaluated the device remotely and determined that after performing the self-test again, the device turned on and no issues were observed. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no evidence of a device malfunction. The reported problem could not be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The self-test was performed again and no issues were observed. It has been concluded that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.